Manufacturer narrative:
(B)(4). This device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. Batch review determined that no nonconformance reports were opened during manufacturing of this device. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 10 device ruptured before use. The device was filled with 240 milliliters of a solution of 33.33 milligrams/milliliter flucloxacillin in 0.9% nacl when the reservoir ruptured. There was no patient injury or medical intervention reported. No additional information is available at this time.